Event description:
The bed was repeatedly alarming and the "service required" light is flashing. No injury. The technician checked the logs and found a history of repeated code 20-049. He removed the cover and checked the right caregiver pcb and found signs of previous fluid penetration and light corrosion. All functions of the pcb were working.

Manufacturer narrative:
The technician cleaned the siderail cable connection and inside the siderail after assuring the pcb and cable were operating properly. He replaced the gasket for the siderail cover to prevent further fluid ingress.